Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the patient had a long-range electrocardiogram for heart disease, and the skin covered by the electrodes became red with skin lesions, so the electrodes were stopped, and erythromycin ointment was applied to the skin.

Manufacturer narrative:
The lot number was provided, and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. The product was manufactured in january 2022. A physical sample or a picture was not received for the investigation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. It should be noted that skin irritations were caused by an allergic reaction against one or more components of the electrode, pre-treated skin or medication of the patient that leads to allergic reactions. At this time, a corrective and preventive action is not deemed necessary. This complaint will be recorded for tracking and trending purposes.

Manufacturer narrative:
Section b5 has been updated to include additional information.

Event description:
The customer reported that the patient had a long-range electrocardiogram for heart disease, and the skin covered by the electrodes became red with skin lesions, so the electrodes were stopped, and erythromycin ointment was applied to the skin. Additional information was received and stated that the electrode was placed on to the patient's skin for 8 hours. The skin lesion was not painful to touch. The ECG electrodes were not moved to different areas of the skin due to the redness with skin lesions. Per customer, 1 ml of erythromycin ointment was applied to the patient's skin. There was no follow up testing or medical intervention required for the patient involved.